Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: an opening on anterior and crease flat. Leak test and microscopic analysis was performed which identified: a sharp opening on valve bond edge, a striated opening on posterior, and observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a sharp opening on valve bond edge assessed as an unidentified (tear) opening. - a striated opening on posterior assessed as surgical damage.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted and replaced.